Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not working. Per reporter the screen read running, but reservoir volume did not decrease in the last 5 hours. The patient experienced high pain (rates 8-9 out of 10 on pain scale). A hard reset of the pump was performed by removing and replacing batteries following a 10 second pause. The pump was powered on, and settings were reviewed. Reservoir volume 338.3ml, rate 6ml/hour, demand dose 4ml/30 minutes lockout. Infusion restarted and screen read running. The demand dose button was pressed during the call and medication delivering with decreased reservoir volume. The reporter encouraged them to use the demand dose every 30 minutes for 2 hours. The last dose of oral pain meds at 02:30. Rga initiated on the pump for not delivering medication despite running screen. This event occurred at patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.